Event description:
Reporter alleged the customer obtained a blood glucose result of 143 mg/dl on the advantage system compared to a hospital measurement of 53 mg/dl when testing was performed with in 5 minutes. Reporter stated the customer self treated with orange juice; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.